Event description:
Drug/diluent: ropivacaine. Fill volume: 700ml. Flow rate, procedure, cathplace: na, patient contact: no. (Reference 2026095-2012-00291/12-00384 b). When filling an order for an on-q pump, found that the pump (700ml) is defective. This pump is identified as pump #10 in medwatch uf/importer report # 2301300000-2012-8024.

Manufacturer narrative:
Method: the actual device involved in the incident was returned for evaluation and investigation. A visual examination and a functionality test were performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Result: the pump could not be primed. The cause was attributed to a pinhole leak in the inner bladder. The device failure directly caused the event. This incident of pinhole in the inner bladder is being further investigated. (B)(4). Alternate contact: (B)(6). I-flow is filing this report in response to medwatch uf/importer report #: (B)(4), (2026095-2012-00289/12/00384 a).